Event description:
During the mitraclip procedure, a pericardial effusion occurred that did not require any intervention to treat. At the end of the procedure, a slight pericardial effusion was confirmed in the atrial septum behind the fossa and near the anterior surface of the right ventricle. No drop in blood pressure was observed so no additional treatment such as drainage was deemed necessary. The procedure was completed without replacing the device and there were no adverse consequences to the patient. The patient's progress was uneventful after returning ward. The physician does not allege neither the introducer nor the mitraclip caused or contributed to the pericardial effusion. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).